Manufacturer narrative:
Siemens filed the initial MDR 1219913-2019-00108 on (B)(6) 2019, (B)(6) 2019 additional information: the customer observed reproducible falsely elevated (positive) tnih results on a patient that had normal results on two alternate methods. Service did not find any issues with the instrument that would cause the falsely elevated result. Quality control (qc) was in at the time of the sample runs. There was not sufficient sample to have it returned to siemens for any additional testing. Serial draws on the patient did not produce the rise and fall of results associated with acute myocardial infarction. Additional testing done at the site, dilution with polyethylene glycol (peg) did not significantly lower the result as would happen if a macro troponin complex was present. This is a sample specific incident and no product performance issue is confirmed. The erroneous result is recognized as being inconsistent with the patient's clinical picture. While we cannot determine the root cause of the falsely elevated result, something in the sample causing interference or nonspecific binding cannot be ruled out. Immunoassays are subject to a number of interferences including those caused by endogenous antibodies. Interference can occur because of heterophile antibodies, anti-animal antibodies and auto antibodies. Patients exposed to animals or animal serum products can be prone to this interference and anomalous values may be observed. The interfering antibodies can give rise to a falsely high or less commonly a falsely low result. Please note the interferent may not necessarily be due to an interfering antibody but may be due to other exogenous interferences such as drugs, nutritional supplements and/or herbal medicine in the blood. The cause for the discordant advia centaur xpt tnih result is unknown. The instrument is performing within specifications. No further evaluation of the device is required. MDR 1219913-2019-00106 supplemental report 1 (draw 1 result) and MDR 1219913-2019-00107 supplemental report 1 (draw 2 result) were filed for the same event.

Manufacturer narrative:
The customer service engineer (cse) went to the customer site to collect data and reported that the instrument is working properly and in good condition. The cause for the discordant advia centaur xpt tnih results is being investigated. The IFU states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." MDR 1219913-2019-00106 (draw 1 result), and MDR 1219913-2019-00107 (draw 2 result) were filed for the same event.

Event description:
False positive advia centaur xpt high-sensitivity troponin I (tnih) results were obtained on three serial draws from a patient. The serial draws were done during the same day, some hours apart from each other. The results were reported to the physician and questioned. The patient sample was tested with the advia centaur xpt tni-ultra assay and the result was negative. The sample was tested on an alternate method and the result was negative. A corrected report was issued. Patient treatment was not altered or prescribed. There was no report of adverse health consequences due to the discordant tnih results.